Manufacturer narrative:
(B)(4): eval method results: device history review found the product met specs when released for distribution. Conclusion - cause of event cannot be determined, but may be related to pt condition. Analysis: upon receipt at medtronic's quality lab, the valve was slightly distorted; oval shaped. The valve aortic wall was stretched; dilated. A section of the aortic wall on the outflow, along the suture line, was removed during explant. There were two area that may have been possible pseudoaneurysms, both associated with the coronary implantation sites. The edges were rolled and smooth, suggesting adventitial hemorrhage. The existing sewing ring was everted. All leaflets were slightly stiff but flexible. All leaflets were intact except for a puncture on the inflow of the left cusp that appeared to have occurred during explant. Remnants of glistening off-white pannus remained attached to the inflow extending to the right non-coronary inferior coaptive area and 1 to 2 mm onto the right and non-coronary cusps. Trace to moderate patches of tan to brown thrombotic host tissue was noted on the outflow of all cusps. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Analysis could not isolate a root cause for the clinical observation. The analysis finding of thrombus and host tissue overgrowth are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve (bentall procedure), implanted 3.5 years, was explanted due to an aneurysm in the wall near the anastomosis site of right coronary. There were no adverse pt effects reported.